Event description:
It was reported that a patient experienced oozing of blood at right groin site and chest pain after a procedure. Following a pulsed field ablation (pfa) procedure where a faradrive steerable sheath (clear) - us was selected for use the patient experienced oozing of blood at right groin site after procedure, sutures were placed. No prolonged hospitalization was required. Additionally, the patient developed chest pain post procedure/pre-discharge approximately 2 hours post procedure, and an EKG was completed and there were no changes or evidence of ischemia. The issue was resolved on same day. There was no reported medical intervention. No device issues were reported. No more information was provided. It's unknown if the device will return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.